Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's daughter contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ultra meter read inaccurately high compared to another device and compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter inaccuracy began 6 months prior to contacting lfs. The reporter claimed the patient was obtaining results that were "60 mg/dl higher than what they should have been&#56224;the reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster) and claimed the patient administered "higher amounts" of insulin as a result of the alleged issue. The reporter claimed that on an unspecified date around 5 months after the alleged issue began, the patient experienced "light convulsions" in the middle of the night. In response to the symptoms, the reporter claimed the patient's blood glucose was tested with the subject meter and an alleged inaccurate high blood glucose reading of "70 mg/dl" was obtained. Despite the alleged elevated result, the reporter claimed she treated the patient with an injection of glucagon and that emergency medical services (ems) was contacted for assistance. The reporter claimed that on arrival of ems, the patient obtained blood glucose readings of "240 mg/dl" with the subject meter and "180 mg/dl" on the ems device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient was testing with test strips that were stored incorrectly or were expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 1: (01/27/2016). On (B)(4) 2016, additional information was obtained which confirmed the test strips the patient was testing with were being incorrectly stored (in the kitchen).